Manufacturer narrative:
A product deficiency was not reported or found. Technical services advised the consumer to contact their health provider if any irritation occurred. Technical service provided the reagent safety data sheet. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported an accidental reagent exposure to the eyes with a binaxnow covid-19 antigen self-test on (B)(6) 2024. The consumer mistakenly used the reagent solution as an eye dropper. Consumer was experiencing a mild burning sensation but said that both eyes were washed with clean water and the mild burning sensation was gradually gone. Consumer did not require any further medical intervention and there was no reported patient impact. The consumer confirmed there was no death or serious injury. No additional information was provided.